Manufacturer narrative:
The reported events of failure to capture and noise were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the outer coil to be compressed/bent with five filars fractured, and with the inner insulation breached/damaged distal to suture sleeve tie impression consistent with clavicular crush damage. The cause of the reported events was isolated to the fractured outer coil and the damaged inner insulation at the clavicular crush region.

Event description:
It was reported that the patient was symptomatic and presented to the emergency room by ambulance. During the in-person interrogation as inpatient, it was noted that the right ventricular lead exhibited loss of capture and noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.